Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damaged occurred. An innova¿ 6x200x130 was selected to treat a 80% stenosed target lesion in the lower limb artery. It was observed inside the patient that the tip of the stent was lifted. The innova¿ was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The outer sheath showed buckling approximately 61 to 64cm from the nosecone and 70.5cm from the nosecone. The mid-shaft showed no damage. The stent was returned in the device; however, it was partially deployed and damaged. The stent was deployed approximately .5mm from the markerband. The pull handle was loose in the device, which is an indication of the mid-shaft coming detached from the retainer clip. The handle was opened to inspect for further damage and it was noticed that the mid-shaft was detached from the retainer clip. The mid-shaft and the outer sheath were cut to inspect a dimension internally in the sheaths. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Review of the manufacturing records for batch 18751475 confirmed that the devices in this batch met all applicable specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the lesion was severely tortuous and about 90% stenosed. The length of the lesion was 170mm. An ipsilateral approach was used to access the pre-dilated lesion. Initially, the stent deployed normally. After the stent was deployed about 40mm, it could no longer be deployed with either the manual pull grip or the thumbwheel. The physician attempted this many times without any success. The physician then slightly pulled the device out of the patient. The stent was elongated.